Manufacturer narrative:
The serial number of the meter is unk since the customer did not have the meter in his possession when he called. Without the serial number, it was not possible to determine a mfg date.

Event description:
The customer stated that his elite meter was reading much lower than another meter (brand unk). He tested his blood glucose using both meters. The other brand meter read in the 300's (mg/dl), while the elite read 65mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have the elite meter in his possession when he called. He was going to call back in order to troubleshoot his meter. No product will be returned at this time.